Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump loses time and time must be frequently reset. Customer declined follow up from tandem technical support as pump is out of warranty and customer is in the processing of obtaining new pump. There was no reported adverse impact.